Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a localizer faulted. Troubleshooting steps indicated a yellow box around the bumped status and internal temperature in the network device interface (ndi) tool box. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, serial/lot #: -, ubd: , UDI#: h3, h6: multiple fdd/annex a codes were reported. A1102 was coded for localizer faulted. A05 was coded for localizer faulted / yellow box around the bumped status and internal temperature. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3: system service information was updated to indicated that the localizer was replaced. H2, h3, h6: vendor analysis found that the customer fault description could be confirmed and isolated to a faulted battery. The faulted battery was replaced. The enclosure and ir windows were replaced as per customer request. Code c02 is applicable, as are previously reported codes b01, c08, and d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, lot #: p902552, ubd: unknown, UDI#: unknown. A manufacturer representative went to the site to test the navigation system. It was reported the camera was replaced. The 9735821r camera case part was returned to the manufacturer for evaluation. The returned positioning sensor unit (psu) has scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu passed an accuracy test (aak) at .241mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.